Event description:
Analysis of the returned device found that the outer body was broken. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection and microscopic inspection of the returned device found that the outer body was full of blood. The outer body was kinked on several places along its proximal shaft and was compressed on its distal shaft. The outer body was separated at 4.2cm distal to the strain relief. The outer body proximal shaft was stretched at 5.4cm distal to the strain relief. The inner body was jammed in the outer body. There was a lot of blood in the inner body. The inner body was broken on its proximal shaft just distal to the hub and at 6.2cm distal to the hub. The inner body proximal shaft was kinked on several places. The inner body bumper marker was protruding through the outer body distal end. The inner body was stuck in the outer body and could not be removed. A guidewire was returned and it was jammed in the inner body and could not be removed. The functional evaluation could not be performed because the stent was not returned. However, a lot of friction was noted when moving the inner body in the outer body. The amount of blood in the inner body and outer body is an indication of lack of continuous flushing. No other anomalies were noted. The reported and observed anomalies are indicative of high friction during stent deployment. The cause of high friction during deployment cannot be definitively determined in this case. Because of the high friction, the user may have applied excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause stretching of the microcatheter, and the corresponding compressive force in the stabilizer can cause compression the stabilizer, which may manifest itself as buckling, bending, and possibly kinking and breakage. The blood found in the returned device can be an indication of inadequate flush; however, this could not be definitively determined. There is no indication of tortuous anatomy. From the information provided and investigation results there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Review and analysis of available information failed to identify a definitive cause; therefore, a cause of undeterminable was assigned.